Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that upon opening of the package a fmt5 was found instead of the ordered ia5.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is submitted to relay corrected information. Previously report MFR-0002023141-2020-00203 has been submitted with incorrect information. The event was incorrectly reported as a serious injury. The event is in reality a non reportable malfunction.